Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 14 may 2026 a 24mm amplatzer septal occluder was chosen for a procedure. During procedure, the device turned into a cobra shape after massage and it didn't turned into original shape. The device was replaced with a new 24mm amplatzer septal occluder and completed the procedure. The patient was reported stable.